Event description:
The user facility reported that a patient experienced numbness in the hand after a tr band was used during a procedure. Follow up communication confirmed that: (1) during a tri procedure the patient began to hemorrhage; (2) a tr band was used to control the hemorrhaging; (3) the procedure was completed successfully; and (4) the following day, the patient reported experiencing numbness in the hand that is ongoing.

Manufacturer narrative:
(B)(4). Patient reported experienced ongoing numbness in the hand. The involved device has not been returned for evaluation and the production lot number is not known. Therefore, evaluation of device history records and complaint files is not possible. However, a sample of the reported product code from current production was evaluated. Inspection and testing of the sample from the current production run confirmed that there were no defects or anomalies. Although the cause for the reported event cannot be definitively determined based upon the information currently available, there is no indication that the cause of the reported numbness is related to a device defect or malfunction. The device labeling states in the warnings / precautions section of the instructions-for-use: "depending on the patient's condition and the degree of balloon pressure, an adverse event, including artery occlusion, hypodermic hematoma, hemorrhage, pain or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).